Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 72.7 mm diameter abdominal aortic aneurysm. Vessel morphology was reported to be moderately tortuous. It was reported that the physician attempted to implant the stent graft. As the physician started to deploy tip capture mechanism, it was noticed that the back end wheel was broken at the top of the screw gear. The wheel was seen to be snapped completely in two. The deployment was at a critical stage and past the point of no return, so the physician held the two pieces together and was able to successfully deploy the tip capture. The ipsilateral leg was then deployed and the tip recaptured. The delivery device was removed from the patient without further incident. Two more stent grafts were subsequently deployed without issue. The device showed no signs of being broken when removed from the packaged and flushed prior to use. The wheel fracture only became evident when the physician began to turn the wheel. The inner orange box for the delivery system was later examined, and it was seen to be creased in the area corresponding to the delivery system damage. The outer cardboard box, which had held two delivery systems, was apparently too short, and had been lengthened by extending the end flaps out and taping together over the ends of the inner orange boxes. There was no bubble wrap or other packing material to support the delivery system boxes. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).